Manufacturer narrative:
(B)(4). Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. Unable to confirm failed battery test alarm due to critical pump error alarm. However, corroded battery tube noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery test failed alarm occurred during after inserting new battery. The customer stated that the batteries were stored by room temperature. Customer reported that the contacts of battery cap not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.